Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged and therefore the dielectric strength is inadequate and the video cable section was broken. Based on the results of the investigation, it is likely that the lg-bundle of the video cable section is broken and therefore the light transmission was lost or too low. The most probable cause of the additional failures are cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the subject device has no light. And loosing the image, when moving the cable. There were no reports of patient involvement.